Event description:
It was reported that the rubber part came out of the sutureless connector (sc). The manufacturer's representative stated that it looked like glue but was not sure what it was. It was noted that the doctor planned on reusing the catheter connector. The doctor reportedly saw something come out of the sc connector during a pump replacement procedure due to nearing end of life. The patient's pump was intended to infuse baclofen and morphine. It was later reported that there were no symptoms associated with this event. It was noted that after the surgery, everything seemed fine as they were able to aspirate. There were reportedly no segments in the intrathecal space. The patient status was unknown at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID 8709, lot# l75109, implanted: (B)(6) 2000, product type: catheter. (B)(4).